Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. It was noted the display was showing "call your doctor" icon. A power on reset (por) condition was reported and it was noted the patient was able to clear the por condition. Four days later it was reported the implantable neurostimulator (ins) recharger screen was unresponsive. It was noted the screen was frozen on the antenna locate screen. It was noted after hitting the reset button the system charged. It was noted the patient did not have a patient programmer at the time of report. A replacement device was ordered. The same day it was reported the display showed the "call your doctor" icon. Por was noted. It was also noted the patient was fully charged. Patient was unable to clear por without patient programmer. It was also noted the patient was having a surgery that was unrelated to his device or therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient did not have concerns regarding his device or therapy.